Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump's drive support cap fell out. The customer stated that he was in the hospital, although he did not specify the cause of hospitalization. The high blood glucose reading was over 600 mg/dl. The customer stated that he was lying in the hospital bed, fell off, and damaged the insulin pump. The blood glucose reading was 408 mg/dl when the drive support cap came out. He noted that his high blood glucose levels had been going on for about 2 months. He stated that he had changed the reservoir, insertion site, insulin, and infusion set in attempts to correct the high blood glucose. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.